Manufacturer narrative:
The reported complaint of thermogard xp ivtm system (sn (B)(4)) not powering on was confirmed during functional testing and during archive data review. The investigation findings revealed that the root cause of the reported complaint was due to a shorted power supply as a result of saline spill. No physical damage was observed on the thermogard xp ivtm system during visual inspection. However, saline was observed on power supply bottom plate and power entry module resulting in smoke or burned smell by the customer. During archive review, combination of mid:04 (post int ram) and mid:16 (software) was identified on the date when the event occurred. This error codes is correlated to software execution problem (suddenly switchoff of unit). Thus, confirming the reported complaint. Initial functional testing could not be performed due to console not powering on. To remedy the console power issue, the power supply assembly was replaced. The system was re-tested and passed all the functional tests without any fault or error. Thermogard xp ivtm system is ready for ivtm therapy use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of similar complaint reported for thermogard xp ivtm system with serial number (B)(4).

Event description:
During ivtm therapy, customer reported that the saline leaked onto the power supply of the thermogard xp ivtm system (serial # (B)(4)) and the console smells burnt. Intermittently the thermogard xp ivtm system powered off and on and stayed off. No known impact or consequence to patient information was available.